Manufacturer narrative:
This spontaneous case was reported by a consumer and later a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 627740) inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after essure insertion, several physical complaints developed. In the meantime patient has had follow-up treatments and essure has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Most recent follow-up information incorporated above includes: on 20-jul-2021: the complete insertion date of essure, essure lot number and a new reporter type (lawyer) were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 627740) inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after essure insertion, several physical complaints developed. In the meantime patient has had follow-up treatments and essure has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Lot number: 627740, manufacturing date: 2008-07, and expiration date: 2010-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure inserted for female sterilization. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after essure insertion, several physical complaints developed. In the meantime patient has had follow-up treatments and essure has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.